Event description:
The customer reported the device is not booting up. The fse clarified there was no mains power from the outlets which caused the backup battery to become drained and the device unable to boot up. The fse reported there was no patient involvement.